Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the log showed zero shocks recorded. The device analyzed one time, prompted no shock advised, and was shut down soon afterwards. Therefore, our investigation for this report was unsubstantiated. It was also communicated by the customer that the patient was responsive. The zoll AED plus defibrillator should only be used on a patient that is unconscious, not breathing, and with no discernable pulse. The zoll AED plus administrator's guide lists contraindications for use, including if a patient is conscious. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.